Event description:
It was reported that the patient was unresponsive when the ambulance arrived. The patient was taken to the hospital. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and lost of consciousness. No lot release records were reviewed, as the product lot number was not provided.